Event description:
The user hit her head in (B)(6) 2024 which resulted in an infection at implant site and subsequently in the extrusion of the device. Explantation of the device is scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient suffered from an infection at the implant site after a trauma. Reportedly the infection led to an extrusion of the device though the skin. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the reported issue. This is a final report.

Event description:
The user hit her head in (B)(6) 2024 which resulted in an infection at implant site and subsequently in the extrusion of the device. The user was explanted.